Manufacturer narrative:
(B)(4). Additional information: upon follow up, it was reported the patient completed the antibiotic treatment and the fluid was clear. At the time of this report, the patient was recovered from this peritonitis event and doing well. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was reported to be constipation, however this was unable to be confirmed and the cause of peritonitis was assessed as unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment with vancomycin (1 g, intraperitoneal, frequency and duration were not reported) and fortum (1 g, intraperitoneal, frequency and duration were not reported) for peritonitis. The patient's recovery status was unknown. The action taken with dianeal therapy was not reported. No additional information is available.